Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the surgeon couldn't set the lag screw on the correct position because the guide pin didn't go through the lag screw. When the surgeon poked the hole of the lag screw, a metal fragment came out from the lag screw. Surgery was completed with the product, after the surgeon removed the fragment from the lag screw.